Event description:
This is a spontaneous case report received from a consumer via regulatory authority in (B)(6) on (B)(6) 2015 which refers to herself. She is an adult female consumer who had essure (fallopian tube occlusion insert) inserted (no details were provided). The consumer reported complaints of premature menopause, at night lying awake, excessive sweating, constant fatigue, painful lower back and legs. Further consumer said that she received medication that normally people who have epilepsy receive (nos). Several times been back after inserting essure, essure was removed in (B)(6) 2013. Consumer received lucrin against abdominal pains, according to consumer this worsened the symptoms. Consumer still had considerable complaints. Consumer had slept poorly, was constantly tired and had a lot of pain in the lower back. Consumer has had little benefit from acupuncture, since stopping acupuncture complaints have increased again. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 288 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report; refers to an adult female consumer who experienced abdominal pains after essure (fallopian tube occlusion insert) placement. The device was removed. This event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular limited information was provided. Nevertheless, considering event's nature causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since essure removal was reported (intervention implied). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information will be requested since this case was received via health authority.